Event description:
Information notes the competitor lead was capped and abandoned in (B)(6)2012. Reason unknown. (B)(4) this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).